Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 10 seconds, the tip part of the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.